Event description:
This complaint is from a clinical study, (B)(4). The procedure was coil embolization for unruptured aneurysm in right parasellar. The proximal vessel of the target lesion was tortuous. The enterprise (B)(4) was advanced to the target position. During deployment, the stent was exposed to the recapture limit without issues. However, when passed the recapture limit, the vrd slid down and two of the vrd markers were positioned within the aneurysm, and the stent was placed in this manner. The additional stent (B)(4) (lot unknown) was placed successfully. The stent's distal end was located in the vessel, and proximal end was located inside the first stent. The coil embolization was completed without any adverse event or neurological symptoms. Currently the patient is in stable condition. During use of the enterprise system, constant fluoroscopy was conducted. There were no issues with the prowler select plus microcatheter (B)(4) during the event, and the same microcatheter was utilized to place the next enterprise stent, and other devices (gw: gt wire (terumo), chikai (asahi intec) gc: envoy (B)(4). All the slack was removed from the systems (microcatheter and enterprise system) prior to deployment. A jailed technique was utilized during the procedure, but this did not contribute to the event with the enterprise placement. The microcatheter use for the enterprise was placed distal to the target site. The enterprise was advance to the point that the floppy guidewire exited the microcatheter distal end, and once the enterprise distal floppy tip was exposed, the position was checked under fluoroscopy, and after checking the position, the microcatheter was withdrawn to exposed/detached the stent. However, during detachment, the delivery wire was slipped down to the proximal vessel.

Manufacturer narrative:
Information was received via the (B)(6) study that during treatment of a right parasellar (sella turcica) aneurysm after advancing the 28mm enterprise ((B)(4)) to the target position, during deployment the stent moved proximally and two of the vrd markers were positioned within the aneurysm. The stent was placed as it was with an additional enterprise successfully deployed and placed with the distal end in the vessel and proximal end located inside of the first enterprise. The coil embolization was completed without any adverse event or neurological symptoms. Currently the patient is in stable condition. The vessel proximal to the target site was tortuous. The aneurysm measured 10.6mm at the neck; neck to sac ratio was 10.6mm/13.4mm. The vessel proximally was 4.0mm and distally was 2.8mm. During use of the enterprise system, constant fluoroscopy was conducted. There were no issues with the prowler select plus microcatheter ((B)(4)) during the event; and the same microcatheter was utilized to place the next enterprise stent. In addition other devices (gt /terumo) and chikai/asahi intec guidewires, and envoy guiding catheter) were used without issue with the same microcatheter. All the slack was removed from the systems (microcatheter and enterprise system) prior to deployment. A jailed microcatheter technique was utilized during the procedure, but it was reported that this did not contribute to the event with the enterprise placement. The microcatheter use for the enterprise was placed distal to the target site. The enterprise was advance to the point that the floppy guidewire exited the microcatheter distal end, and once the enterprise distal floppy tip was exposed, the position was checked under fluoroscopy, and after checking the position, the microcatheter was withdrawn to exposed/deploy the stent. However, during detachment, the delivery wire was slipped down to the proximal vessel. Pre-procedure medication consisted of clopidogrel sulfate, aspirin, cilostazol, and heparin. There was no neurological change from baseline, and the patient was in stable condition. The medical history was suprasellar tumor (pituitary insufficiency)/ surgical history of aneurysm wrapping (the same aneurysm). Films were not available. Other than the reported event, no other damages were noticed on the delivery system (floppy end-unraveled, stretched, kink, bend, fracture, separated, etc). No further information was available. (B)(4). Based on the available information, it appears that procedural factors including vessel characteristics and aneurysm position may have contributed to the inaccurate placement of the enterprise vrd. There is no indication of any manufacturing issues related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The aneurysm measured 10.6mm at the neck, neck to sac ratio was 10.6mm/13.4mm. The vessel proximally was 4.0mm and distally was 2.8mm. Pre-procedure medication consisted of clopidogrel sulfate, aspirin, cilostazol, and heparin. There was no neurological change from baseline, and the patient was in stable condition. The medical history was suprasellar tumor (pituitary insufficiency)/ surgical history of aneurysm rapping (the same aneurysm as this time). Films were not available. Other than the reported event, no other damages were noticed on the delivery system (floppy end-unraveled, stretched, kink, bend, fracture, separated, etc). No further information was available. Additional information will be submitted within 30 days of this report.